Event description:
It was reported that after performing pre-dilatation, followed by intravascular ultrasound (ivus) in the 3.0-millimeter vessel with a 34-millimeter lesion, a 3.0x38 rx xience prime stent delivery system was prepped inside of the patient anatomy, then was advanced without resistance to the mildly calcified, 90% stenosed, de novo lesion in the moderately tortuous, proximal to mid left anterior descending coronary artery, and when attempting to inflate the balloon with an indeflator, the balloon did not inflate at all. The xience prime was withdrawn without resistance from the anatomy and a pinhole on the balloon was noted. Another 3.0x38 rx xience prime was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual and functional device evaluation, including scanning electron microscopy (sem) analysis, confirmed the reported balloon rupture. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) instructs the user to prepare the device prior to delivery of the device outside the anatomy. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, fielder, guide cath: heartrail ii 6f il3.5, inflation: indeflator. (B)(4) - incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.